Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the heartmate 3 system controller (B)(6) was confirmed. Log files revealed on (B)(6) 20225, 07:04:58, an atypical intermittent backup battery fault associated with the backup battery not passing the load test activates. The alarm clears by 08:57:56. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. At 10:51:53, a driveline disconnect and lvad off alarm activates consistent with the reported controller exchange. Pump operation was not affected. The system controller was also returned for testing. The controller was then connected to a mock loop, patient cable, system monitor, and power module. A self-test was performed, and the display button was used to navigate through the different display screens. Of note an intermittent backup battery fault associated with the backup battery not passing the load test, activated, confirming the reported event. Both the black and white cables were disconnected, and the system controller alarmed and switched to the backup battery as the power source without issue. The system controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue for extended operation. The root cause for the reported event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault on (B)(6) 2025. A new ebb was installed and the alarm cleared on (B)(6) 2025. An ebb fault returned on (B)(6) 2025 and cleared after a few minutes. Since it was the second fault, it was decided to have the system controller replaced. The modular cable was also replaced due to damage on the external sleeve. Log files were sent for review and the event log file recorded an ebb fault event on (B)(6) 2025 at 7:04:58. This event appeared to have occurred after the system controller attempted a load test. The ebb fault resolved with the controller exchange. There was no impact to pump support due to the alarm.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.